Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device could not be interrogated. Magnet application over the device did not generate r-wave synchronous tones.